Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer claims that the base of the syringe by the plunger is either cracked in half or broken off.